Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the lens was superiorly off-center with pupil capture. The patient returned for postoperative visit and was fitted for glasses prescription. The patient is currently satisfied.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the device was returned loose in the carton. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle has a large aneurysm, which starts in the wound guard and splits after it enters the thinner tip. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported event may be related to a failure to follow the dfu. The nozzle has a large aneurysm, which starts in the wound guard area and splits after it enters the thinner tip. This type of damage is typically progressive and worsens as the lens is advanced. The damage started in thick wound guard area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen. There did not appear to be adequate viscoelastic in the device. . The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the surgeon felt resistance while trying to insert the lens. The lens then shot out and the patient experienced a capsular rupture. The surgeon needed to do a vitrectomy during the same surgery to complete the case. The lens was able to be implanted. Additional information has been requested.